Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted when it reached end of life (eol). There is a concern the battery depleted earlier than expected. An attempt was made to implant this cardiac resynchronization therapy defibrillator (crt-d), however, access could not be gained. Access could not be obtained through the opposite side due to a pneumothorax.